Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has a white string hanging out of his neck. The patient's generator had previously been explanted due to protrusion (MFR report # 1644487-2021-01832) no know surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Additional information received that the patient underwent lead repositioning surgery. The cause for the lead extrusion is unknown and there was no signs of infection when the patient had surgery.